Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included carpal tunnel syndrome, dysuria, urinary tract infection, vulvovaginitis, upper respiratory infection, vaginal discharge, pregnancy, sore throat, ovarian cyst, anemia, parity 4, vaginal delivery, urination pain and frequency urinary. Previously administered products included for an unreported indication: iud nos from 2005 to (B)(6) 2014. Concomitant products included bupropion since (B)(6) 2017, dicycloverine (dicyclomine) since (B)(6) 2018, intrauterine contraceptive device (paragard) and levonorgestrel (mirena). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), post procedural infection ("complications during removal surgery- infection") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2019, essure removal (type of surgery- no surgery)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, alopecia, hormone level abnormal and nausea had resolved, the post procedural infection, depression, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection and irritable bowel syndrome outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, hormone level abnormal, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, post procedural infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date 2016 and (B)(6) 2017. Plaintiff received treatment for bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge date(s) of removal: (B)(6) 2019, other (please specify) - she did not have a surgery to remove essure. Dr. Removed the essure device in her office without surgery or anesthesia during a medical visit. She told me to hold my breath and pulled it out. There was no surgery involved. Mirena removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received. New events: vaginal bleeding, uti, vaginal yeast infection, ibs, vaginal pain were added. Patient's medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), post procedural infection ("complications during removal surgery- infection") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2019, essure removal (type of surgery- no surgery)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, alopecia, hormone level abnormal and nausea had resolved and the post procedural infection and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, post procedural infection, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure implant date 2016 and (B)(6) 2017. Plaintiff received treatment for bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: menorrhagia (heavy menstrual bleeding), abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), anemia, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, hair loss, hormonal changes, nausea, complications during removal surgery- infection, psych injury and essure confirmation test not done. Outcome for events menorrhagia (heavy menstrual bleeding), abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), anemia, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, hair loss, hormonal changes and nausea were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.